Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the chemical material stuck inside the instrument channel, and the sticky chemical on the insertion tube was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had chemical material stuck inside the instrument channel. In addition, there was a sticky chemical on the insertion tube unable to be removed. There was no patient involvement.